Manufacturer narrative:
Citation: el gabry m et al. Hedinger syndrome: first experience and two-year follow-up in patients with carcinoid heart disease. Journal of thoracic disease. 2019; 11(8):3234-3240. Doi: 10.21037/jtd.2019.08.71. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with hedinger syndrome, severely impaired right ventricular function, chronic obstructive pulmonary disease (copd), hypertension, diabetes mellitus, and severe tricuspid regurgitation who underwent endoscopic implant of a medtronic hancock ii bioprosthetic valve in the tricuspid position. No serial numbers were provided. It was reported that a biopsy of the patient¿s native pericardium/endocardium showed severe endocardial fibrosis and p laque-like deposits. The day following implant, the patient required central veno-arterial extracorporeal membrane oxygenation (ECMO) and was in renal failure. Ultimately, the patient expired 3 days post implant due to neuroendocrine enzyme storm. Based on the available information, medtronic product was not directly associated with the patient¿s death. No additional adverse patient effects or product performance issues were reported.